Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device failed the pre-use check (puc) during pressure transducer test sequence. The field service engineer replaced the expiratory channel printed circuit board (pcb) to resolve the issue. The ventilator passed the inspection before use. All functions and safety performance indicators set by the factory passed and it has been delivered for clinical use. The replaced part was returned to manufacturer for further inspection. The returned expiratory pcb was placed in a ventilator for simulated use testing; it passes multiple pucs and simulated ventilation was performed for > 6 days without deviation; the device passed three pucs at end of simulated ventilation. The error could not be reproduced and therefore the cause of the issue could not be determined. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette and all electronic connections to and from the cassette. It contains also the holders and electrical connectors for the expiratory and inspiratory pressure transducer boards.

Event description:
Manufacturer's ref# (B)(4).